Manufacturer narrative:
The companion drivelines cpc connector will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that the companion drivelines had a displaced spring in the cpc connector while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Syncardia has a corrective and preventive action (CAPA) to address the issue of missing or displaced springs in cpc connectors. From the results of the CAPA investigation, the primary root cause of spring displacement within the cpc connectors is the use of a wire tie within the cpc connector body (which can come in contact with the spring). Clinicians and patients are trained to thread a wire tie beneath the thumb release tab of the cpc connectors to prevent accidental disconnection of the cannulae from the drivelines. It is possible that a cpc connector spring can be displaced when the wire tie is threaded through, or removed from, the connector during or after a driver switch out. Syncardia CAPA-0266, cpc connectors, is currently at step 5 action plan. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.